Event description:
It was reported that the ilet user attempted to insert an infusion set without first removing the needle protector, resulting in an incorrectly deployed infusion set and interrupted insulin delivery. No reported symptoms or blood glucose impact. Outcomes included successful resumption of insulin delivery after guided troubleshooting and education on changing the infusion set tubing. Investigation included remote troubleshooting and user education through customer care. Investigation of this case revealed user handling error related to infusion set deployment and connection, with the device and components functioning as designed once correctly set up. It was concluded, based on previously established findings for similar reports, that the cause was user error.